Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The customer reported a ce infusor lv 2 which was leaking near the distal end flow restrictor site. The device was filled with 10.5 milligrams/milliliters 5-fluorouracil (7719 milligrams into 195 milliliters of normal saline) when the leak was discovered. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4): the PMA/510k number has been updated to k041738.

Event description:
It was reported that during a rotational atherectomy treatment procedure, an unknown substance was noted on the device. The target lesion was severely calcified. The physician attempted to load the rotablator rotalink plus 1.25mm burr on three rotawire floppy guide wires without success. The physician was able to load the rotablator rotalink plus 1.25mm burr on the fourth rotawire floppy guide wire and advance the burr to the lesion, however the physician encountered difficulty while attempting to ablate the lesion. Therefore, the physician exchanged the 1.25mm rotalink plus for another 1.25mm rotalink plus and ablated the lesion successfully, completing the procedure successfully following an exchange to a 1.5mm rotalink plus. No patient complications were reported. However, the physician noted "rufous" material on the tip of the exchanged 1.25mm rotalink plus burr. The physician was unclear if it was foreign material or coagulated blood on the tip of the burr.